Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is broken and the outer tube with r-unit is damaged a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the broken video cable unit and damaged outer tube caused there to be no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the camera head presented no image, during the procedure. The procedure was completed by using a similar device. There were no reports of patient harm. .

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.